Manufacturer narrative:
Device 1 of 2. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. The patient was implanted with this ipg and lead on (B) (6) 2006, after her first system was explanted due to an infection, she reportedly acquired from her sutures being exposed to beach sand. It was reported that her second system was also explanted on (B) (6) 2007. The physician stated that the infection was due to the second system being implanted too soon, after the first was explanted. The facility discarded the devices and they were not returned to the manufacturer for analysis.